Event description:
It was reported that patient faced tubing detached from connector event on (b)(6) 2026.

Manufacturer narrative:
Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380